Event description:
Information received indicates the trendelenburg and reverse trendelenburg do not work.

Manufacturer narrative:
The facilities maintenance found the nurse panel cable pins were pushed down into the connector. The facility has not completed repairs to the bed.